Event description:
Implanted in 2005; was notified of recall 4 to 6 mos later. Was asymptomatic until 3 days ago when "it tore". He has swelling, feels feverish and is experiencing pain at a level of 3 to 4 on a scale of 1 to 10. Pt has appointment with urologist and will consult with surgeon.

Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain, and this device. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.